Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal and scratches to the lcd lens. The tamper seal was broken. Review of the event history log (ehl) showed a system fault. A functional test was performed and the reported issue was not duplicated, however found 1 occurrence in the ehl. It was determined that the cause was due to ui cmd interval timeout on the board. As a result, the error code was clear and preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown

Event description:
It was reported that the pump exhibited error code 4222. No patient injury was reported.